Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for eval. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile filed and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis.

Event description:
A peritoneal dialysis pt's contact called fresenius tech support stating the pt prescription is incorrect. The prescription entered into the cycler is not the prescription that was ordered by the pt's doctor. The pt's contact stated it should be 3000 mls fill volume with 2700 mls for last fill volume. The pt contact stated dark amber fluid drains from the pt when in drain 0, drains about 100 mls. The pt does a mid day exchange, drains the fill with 2000 mls. The pt contact setup the cycler for the pt and does not fill out the daytime exchange screen. Tech support advised the pt contact how to fill out the daytime exchange screen. The pt is currently at the clinic. Tech support advised the pt contact to notify the peritoneal dialysis nurse about the amber fluid drained from the pt.